Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed damage to the catheter shaft at the distal edge of electrode ring 4. In addition, a conductor wire was noted to be protruding from the shaft material at the distal edge of electrode ring 4 due to the detected shaft damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage remains unknown.

Event description:
This report is to advise of an event observed during analysis which revealed an exposed an internal wire.